Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 the patient's implantable neurostimulator (ins) was revised. The patient was later admitted to the hospital with an elevated white blood cell level and pain at the ins site. There was redness, swelling and pain at the ins site and an infection was diagnosed on (B)(6) 2011. The health care provider decided to remove the entire system with the exception of the lead in order to treat the infection. A culture was obtained from the device pocket, no organism was cultured. The patient was also treated with IV antibiotics and recovered from the infection without sequelae.

Manufacturer narrative:
Product ID: 3487a, lot# j0455012v, implanted: (B)(6) 2006, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID: 377845, lot# v261528018, implanted: (B)(6) 2009, product type: lead. Analysis results were not available at the time of this report. An additional report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3487a, lot# j0455012v, implanted: (B)(6) 2006, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID: 377845, lot# v261528018, implanted: (B)(6) 2009, product type: lead. It was determined that the device was non-analyzable. If information is provided in the future, a supplemental report will be issued.